Event description:
Ous MDR - this lead was capped and replaced due to a sudden sharp increase in impedance greater than 150 ohms.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As reported in the complaint text, the available trend curves showed a stable shock impedance around 50 ohms between the (B)(6) 2017 and the (B)(6) 2017 with a subsequent sudden increase to > 150 ohms on the (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.